Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the implantable pulse generator (ipg) was connected to the leads pacing did not start. Although the connection was fully inserted, pacing was not initiated after loosening it, reinserting it, and tightening it again. Once the lead was removed from the new generator and connected to the old generator, pacing resumed. It was determined that the lead was not the cause. The lead was connected again to a new generator, but it was the same again. This time, it was confirmed using fluoroscopy that the pin was not loose. The patient had a low intrinsic rhythm, when this event occurred, and their heart rate was very low. Another ipg was used successfully. No further patient complications have been reported as a result of this event.